Event description:
It was reported via repair work order that the left side rail cannot be latched in place due to a non functioning side rail spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.